Event description:
It was reported that the device longevity was less than expected. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
Product event summary: we did received performance data collected from the device. The time of recommended replacement time (rrt) was (B)(6) 2012 with theless than or equal to 2.62 volt. The weekly battery voltage trend data shoes minimum battery of 2.64 to 2.61 volts between (B)(6) 2012. Low battery voltage alerts on (B)(6) 2012-.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2008. (B)(4).